Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for routine follow up, the pulse generator exhibited backup vvi and a diagnostics anomaly. The device was explanted and replaced on (B)(6) 2014.